Event description:
Patient revised to address pain and swelling, found bearing impinging on capsule.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event; however, the reported pain was likely related to the reported impingement. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.